Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right coronary artery (rca). A 10mmx3.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured during the second inflation at 6.8 atm for 3 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).